Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), implanted: (B)(4) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the patient was having neurological deficits. The cause was unknown. Patient was in the hospital under medical supervision at the time of the report. No actions/interventions were planned at the time. The issue was not resolved. Patient's weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977c190, lot#/serial# (B)(6), implanted: on (B)(6) 2020, product type: lead. H6. Codes have been updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was unknown if the neurological deficit/hospitalization was related to the device/therapy in any way. It was reported that the patient still had some weakness and bladder issues since the surgery. According to the patient¿s neurologist and urologist, the problem was most likely not due to the device. The rep saw the patient on (B)(6) 2020 and the patient was reprogrammed at the request of the neurologist to determine if overstimulation was causing some of the weakness. At this time, the patient had good pain relief and there was no change in their weakness since the reprogramming. It was reported that the patient still had some residual weakness and bladder issues. Like stated previously, the neurologist and urologist did not believe the symptoms were due to the stimulator. The urologist and neurologist would follow-up with the patient, but since the problem was most likely not due to the device, there was no follow-up necessary at this time for the manufacturer staff. It was indicated that no explant was planned. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. "This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.